Event description:
The pt reportedly was seen at the center for programming. A change in electrode impedance levels was observed. The audiologist was unable to perform any further testing. In march 2004, the pt was seen at the center. Electrode impedances had stabilized. However, the audiologist was still unable to complete required testing of the device. The next month, the pt was seen by a company representative for device evaluation. The testing results indicated a device problem. However, the pt continues to make progress while using the device and sound processor. The center will continue to monitor the pt's performance.